Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The carefusion technical support specialist in conjunction with the end user have identified that a faulty cap/diaphragms (p/n 766896) as most likely the root cause in this alleged event. No evaluation is needed as this is a known event and has been address with an internal action.

Event description:
The customer reported an issue with cap diaphragms 766896. Customer, explains that they have been finding many cap diaphragms that fall apart. He explains that he usually can get the top luer to snap into place, but these caps seem do not snap together and lock into place very well. They end up falling apart thus failing the patient circuit calibration. He has kept one set from lot 0000507628 that he can send back to us. Carefusion technical support specialist, explained to him about cap diaphragm issues.